Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half-height drawer 5.1 had failed to close and latch mechanism binding. A field service engineer (fse) identified that the right side rail was damaged, causing the magnetic strip to bunch up in the rear panel. The plastic brackets on the retractor band were cracked, preventing the drawer from closing properly. The fse removed the damaged magnetic strip and retractor band cable from drawer 5.1, and replaced the latch inseparable, latch mount, solenoid plunger, and solenoid spring. The drawer was then tested and confirmed to be functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es gle2c drawer 5.1 failed. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the issue persisted the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.